Event description:
No harm to patient. Date of event [redacted]. After the echocardiogram was performed, I was informed that air bubbles were observed during the procedure. This prompted me to begin troubleshooting for a possible air source within the circuit. No alarms were triggered, and no air was visualized in the circuit. The attending physician and rn were notified, and additional testing was conducted. The final decision was made to proceed with a circuit exchange. All information in regards to the event and product are provided in this medsun report. No additional information was provided.